Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro drug eluting stent system was chosen for the treatment. It was not possible to cross the target lesion and upon removal the stent dislodged from the balloon outside the patients body.

Manufacturer narrative:
Combination product: yes the returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned delivery system showed that the balloon is well folded and shows no signs of inflation. Microscopic analysis of the balloon surface revealed stent imprints, indicating that the stent was initially crimped centered on the balloon. The dislodged stent was not returned for analysis. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no material or manufacturing related root cause was determined.